Manufacturer narrative:
Manufacturer's investigation conclusion: although a root cause for the low speed events and pump stops captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. The account reported alarms while the system was connected to the mpu and submitted a log file for evaluation. A review of the log file data showed low speed and pump stop events were captured on (B)(6) 2019 at 2:45pm while the system was connected to the mpu, and on (B)(6) 2019 at 12:21am and 12:36am while the system was connected to the power module. These events resulted in alarms for low speed and low flow hazard. Technical services personnel arrived onsite on (B)(6) 2019 and performed an external driveline repair. A pump stop was observed by technical services following the repair. The patient later received a pump exchange on (B)(6) 2019 due to driveline fault alarms. Despite multiple requests, no product was returned for evaluation. No log file capturing the reported driveline fault was submitted. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: following the driveline repair, the patient experienced a pump stoppage while connected to a grounded patient cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported the patient experienced alarms while connected to mobile power unit (mpu). Log file analysis noted pump stoppage events while connected to mpu or power module power which is usually indicative of short-to-grounded shield caused by percutaneous lead damage. On (B)(6) 2019 the maximum external length of the percutaneous lead was replaced. The patient received a pump exchange due to driveline fault alarms on (B)(6) 2019. No further information was reported.